Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was further reported that the blanking period as well as dynamic av delay of the device was reprogrammed to allow for tracking sinus tachycardia at rates of one hundred sixty beats per minute. No patient complications have been reported as a result of this event.

Event description:
It was reported that during exercise the patient's rate and the mode switch detect rate are not compatible such that the patient experiences symptoms similar to "hitting the wall". Programming options were discussed and the device remains in use. No patient complications have been reported as a result of this event.